Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, field data review, and in-house testing. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lots 28052ud00 and 29442ud00 did not show any related potential non-conformances, deviations, or non-conformances. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. The median patient result for lots 28052ud00 and 29442ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lots. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that lots 28052ud00 and 29442ud00 are performing acceptably. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot numbers 28052ud00 and 29442ud00 was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I results for one male patient. The following data was provided (customer's cutoff is <34.2 ng/l): (B)(6) 2021 sid (B)(6) initial result on lot 29442ud00= 191.2 ng/l, repeat = 2.2 ng/l. No impact to patient management was reported.